Event description:
It was reported that during a pta procedure in the left upper arm fistula for stenosis, after the second or third inflation of the balloon, the dr was having difficulty removing the balloon from the sheath. The shaft broke off and the balloon remained in the sheath. A 7f sheath and an inflation device were used for the procedure, but the atms were unk. No injury to the pt was reported. The sheath and the balloon were removed together without incident.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the qc testing. This lot met all release criteria. The sample, one xt100104 catheter with a detached tip in a plastic vial cup, was received for evaluation. The introducer sheath was not returned for evaluation. Upon initial inspection of the returned sample, the shaft appeared kinked at the distal end of the strain relief by the molded bifurcate. The shaft measured 102cm from the molded bifurcate to the distal break. The distal shaft was necked down 6.8 inches and .3 inches distal was necked down smaller. The tip portion appeared to terminate at the proximal end of the proximal balloon weld. The break appeared consistent with tensile failure. There were 4 longitudinal tears in the balloon (2 tears converge together). The result of the investigation was inconclusive due to poor sample condition and that no further testing could be performed on the returned sample, root cause unk. The IFU (info for use) for this product states the following: warning: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.